Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, the 980 ventilator entered backup ventilation (buv) mode and displayed background fault codes. It is unknown if the patient was transferred to an alternate ventilator. However; it was reported that there was no injury to the patient.

Manufacturer narrative:
Section d9 was updated due to part return additional code added to section h6 evaluation code result. Correction to initial report (due to part return) section h6 evaluation code conclusion - remove d02 and add d0302 component code - remove g02005 and add g0201205 h3: device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that during use on a patient, the 980 vent ilator entered backup ventilation (buv) mode and displayed background fault codes. The device was available for evaluation. The medtronic service personnel (sp) inspected the ventilator, confirmed the reported issue in the ventilator memory and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all testing per manufacturer specifications at the time of service. One ifm pcba was returned for failure investigation. The part was visually inspected and no anomalies were observed. The part was attached to the test ventilator and powered up but failed the extended self test (est) circuit pressure test ¿inspiratory autozero solenoid not operational¿. After a thorough investigation, a faulty so1 in the ifm pcba was identified. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The cause of the event was identified as a faulty s01 in the ifm pcba. There is an existing previous internal investigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.